Event description:
It was reported noise leading to oversensing was observed on the right atrial (ra) lead. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
It was reported that lead damage was suspected on the right atrial (ra) lead but was not confirmed visually. The noise could be reproduced via provocative testing. The patient was stable and will continue to be monitored. There were no adverse consequences.